Event description:
Analysis on the returned generator was completed. Upon analysis, the eri was showing yes due to normal battery depletion. No other anomalies were noted.

Event description:
It was reported that the patient was experiencing more prolonged and more frequent episodes of staring seizures with head dropping down. The patient underwent generator replacement surgery due to eri = yes. The explanted product has been returned to the manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.